Event description:
The shunt was put in the pateint. The patient started getting headaches. Nuclear medicine scanned with a dye and found the flow went from the ventricular catheter into the valve and stopped. The valve was removed and was noted that it was in the correct flow direction. It was replaced by another osvii. The customer and the sales representative would like this checked.